Event description:
During a surgical procedure, an incident was observed in which the treatment plate locking mechanism appeared to be in the closed position but was not fully engaged. As a result, during table tilt, the plate moved to an extreme tilt position. A thorough inspection of all mechanical components was conducted, and all were confirmed to be functioning as intended. Attempts to replicate the issue under controlled simulation conditions were unsuccessful. Following discussions with the medical staff present, including the surgeon and anesthesiologist, it was determined that the locking handle had not been fully secured. The staff was subsequently instructed on verifying full locking engagement prior to use. After completion of all inspections, the table was confirmed to be operating correctly. At the request of the biomedical engineering department, the locking handle alignment was adjusted on all tables of the same model, and all units have been cleared and are ready for operation. No patient injury was reported.